Event description:
It was initially reported, "nurse states vent shut down while on patient". The facilities biomed technician reportedly found several hi pres alarms along with tbn estp codes in the event trace and would like the manufacturer to determine if this was a ventilator fault or caused by patient/circuit fault. Subsequent information received, "rn states while connected to patient, the machine shut itself off then turned back on." No allegation of patient harm.

Manufacturer narrative:
The ltv operator's manual (p/n 10664) contains the following high-level description of what happens during a sustained high pressure condition: "when the pressure in the patient circuit is greater than the high pressure limit setting, the high pres alarm is generated. When this alarm occurs, any inspiration in progress is terminated and the exhalation valve is opened. The turbine is stopped to allow the circuit pressure to evacuate when the high pressure condition persists for more than four times, the set inspiratory time or more than 3.0 seconds, whichever is less." The turbine stop referenced above is recorded in the event trace as either a tbn estp, tbn istp, tbn zero, or tbn hstp. The turbine stop is a safety feature intended to allow pressure reduction in the event of a sustained high pressure condition.